Event description:
Within the scope evaluation for a product field action, this case was identified to have the potential to exhibit the hazard of the recommended screw length being greater than the bone thickness for implants with screw holes located in an area of thin bone. No adverse consequences were reported for this event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.